Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative reported that the patient was admitted into the emergency room (ER) and she had requested to see a manufacturer representative for device interrogation. On (B)(6) 2016 the patient's stimulation felt like it went to the maximum amplitude and her arm jerked when this occurred. The patient turned off stimulation, and then the implantable neurostimulator (ins) battery was in an overdischarged state. It was also reported that the patient had fully charged the ins two days earlier and the patient's typical recharge interval was 2-3 weeks. The patient mentioned a previous overdischarge event that had occurred (B)(6) 2015. Environmental/external/patient factors that may have led or contributed to the issue included a colonoscopy 1.5 weeks earlier. Diagnostic testing or troubleshooting performed included trying to read the battery, however this was not possible due to ins overdischarge. Interventions/actions to resolve the issue included planned x-rays of the leads and connection to ensure proper placement. Surgical intervention was not performed, and it was unknown whether surgical intervention was planned. The reported issue was not resolved at the initial time of report, and the patient's status was alive with no injury. Additional information received from the manufacturer representative on 11-may-2016 reported that the cause of the overstimulation issue and ins overdischarge was not determined, but 4 out of 8 electrodes had high impedances after power on reset (por) and clinician programmer interrogation. No x-rays were taken. It was further reported that the overstimulation issue and ins overdischarge were resolved. Actions/interventions taken to resolve the overstimulation and overdischarge included reprogramming using the electrodes within normal range; it was noted that the patient seemed pleased. It was noted that the patient's lead was placed in the auricular nerve for headache pain. The patient's indications for use included non-malignant pain.

Event description:
Additional information received from the patient reported the fully charged implantable neurostimulator (ins) discharged in about 4 minutes. It was noted that the patient went into a second overdischarge because of this. A manufacturer's representative (rep) was contacted and a physician mode recharge (pmr) was performed but reprogramming was necessary because 5 electrodes no longer worked. It was noted that the patient would likely need a system explant. It was also noted that the patient's current managing healthcare provider (hcp) did not want to replace the system since it was located in an off-label location with the leads placed in the patient's neck. Additional information received from the manufacturer's representative (rep) reported he became aware of the ins discharging rapidly and some electrodes not working on (B)(6) 2016, when the patient was in the emergency room (ER). The rep noted that he knew the patient and her husband had gone through a lot because of her pain . The rep believed the patient was trying to find the surgeon that did her implant because he was the only one in the united states that did that type of placement. The patient noted that the neurostimulation had been the only treatment that had helped her.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.